Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device failed volume test. There was no patient involvement.

Manufacturer narrative:
Other, other text: d3, g1,2 email is: regulatory.responses@icumed.com. One device was received for evaluation. Visual inspection revealed a scratched lcd lens. No evidence was available to review in the event history logs. Functional testing was performed but the reported issue could not be replicated; accuracy testing passed. The root cause of the issue could not be determined. No repairs were needed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.